Event description:
It was reported the device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: head rotates yes, nose shroud cracked/broken no, staples in nose yes(1), staples in track yes(10), trigger engaged with precock yes. Functional tests & results: cycled instrument yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was concluded that reported "device jammed" may have been due to misaligned staples in cartridge track which would cause staples to not release upon firing of instrument. No conclusion could be reached as to how staples become misaligned in cartridge track. Co reviews each incident as it occurs in an effort to continuously improve products and processes.